Event description:
It was reported that the doctor used ossix plus for an edentulous lower ridge augmentation. He used it with primary closure and when the patient came back in 2 weeks it was about 10 mm exposed. The patient had no pain and no infection. The doctor subsequently removed the membrane and the tissue healed and it fully covered.

Event description:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using 0001313525 as the registration number. The correct registration number that should have been used to generate the MDR number is 3009443653.